Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. An sv/5.0-4/4t/40 symmetry balloon catheter was advanced for dilation. However, during the third inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition.